Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) performed pump and console leak tests with no loss detected, the iabp unit passed all the tests. The fse has replaced high pressure helium regulator and pressure transducer. The iabp passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) has helium leaking issue. It is unknown under what circumstances this event occurred. However, there was no patient involvement and no adverse event was reported.